Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code / code / damaged connector) was confirmed. Upon evaluation, the trunk cable wires were pulled from the trunk cable connector and the blue (can l) wire was open inside the trunk cable. The cause of the code and code is the damaged connector and wires. The root cause of the damaged connector and wires is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing code and code and had a damaged connector.